Event description:
It was reported that during an unknown procedure, the clips did not close enough. No patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested and the following was obtained: "please clarify, per device, how ¿the clips dense not enough¿ - they two sides of the cliplegs close not correctly. Did device not feed clips? Device was okay just the clips were not closing enough. Did device feed clips sideways? No. Did device not fire clips (jammed)? No. Did device fire malformed clips? Yes the ¿legs¿ of the clip had a malformation. Did device fire scissored clips? No. Did device drop or eject clips? No. If other, please specify: were there any patient consequences? If yes, please describe. The said the had a bigger bloodloss than normally but no postoperative consequences." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 04/13/2023 d4: batch # x96429 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned with a clip in jaws with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 11 clips as intended. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch x96429 number, and no non-conformances were identified.